Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the right atrial (ra) lead, which had dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.